Manufacturer narrative:
Batch records for final product manufacture and qc record for cov3120010 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3120010 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified and root cause could not be determined.

Event description:
Invalid result. Called in because he purchased a flowflex kit and no results displayed. No c or t line appeared. He followed the directions exactly and waited 15 minutes. He dispensed the sample into the s well. The kit was purchased at publix. He has since thrown the kit away and cannot provide a picture.